Event description:
It was reported that the right ventricular (rv) lead had oversensing, noise, many short interval counts, several non-sustained ventricular tachyarrhythmia (nsvt) and a lead integrity alert (lia). The rv lead was partially abandoned/capped and a new sensing/pacing lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).